Event description:
During an intermittent hemofiltration (hf), the prismaflex machine was used with an external blood warmer. Due to hemoconcentration in post-filter blood line segment, the return pressure rose significantly during therapy in short period of time. The alarm "filter is clotting" was set off by the machine. Finally the therapy mode had to be switched to a pre-dilution hf (predilution: 80%, post-dilution 20%) to save the filter. Shortly after this switch, the pressure readings returned back to normal.